Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced high blood glucose. The customer blood glucose was 500 mg/dl, 400 mg/dl, 58 mg/dl and 300 mg/dl. It was reported that the customer declined troubleshooting for low blood glucose. It was reported that the customer was treated with food. It was reported that the customer was using automode. The insulin pump will not be returned for analysis.